Manufacturer narrative:
This device is used for treatment not diagnosis. The pump (B)(4) was returned to the manufacturer for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported 'high power' event was confirmed via review of the controller log files. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered the 'high power' event. Clinical factors that may have contributed to the reported event and patient outcome include the patient's recent diagnosis of infection which may have increased the likelihood of development of thrombus due to hypercoaguability of blood. In addition related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause of the reported 'high power' event based on analysis of the pump was thrombus; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Event description:
Additional info received on 10/29/2015; per the vad coordinator indicated that there was no thrombus visible in the pump. The patient tolerated the exchange well and was discharged to a rehabilitation facility. The patient still experiences residual aphasia but this is resolving.

Manufacturer narrative:
Log file analysis review date: 10/27/2015, dated through 10/03/2015-10/21/2015: normal power consumption. Additional notes: 48 suction alarms have been logged since (B)(6), 2015; 62 high watt alarms have been logged since (B)(6), 2015. The current high watt alarm limit is set to 11.0 w. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient had been experiencing "high watt" alarms and "coca-cola" colored urine for several days before he notified the vad team. The patient was admitted to the hospital and started on an intravenous heparin infusion with consideration for pump exchange versus palliative care. The following day the patient suffered an embolic stroke. He subsequently underwent a pump exchange and was last reported to be recovering in the intensive care unit (ICU) with resolution of thrombus symptoms. Investigation is ongoing.